Manufacturer narrative:
Follow-up #1: date of submission 14-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: a review of the black box and alarm history showed multiple consecutive call service 054/052/012 slave communication alarms. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side, and the returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly, and no call service 012 alarm occurred during the investigation. The pump¿s cover was removed to find no intermittent conditions was found to the pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.